Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the tevar procedure was completed. Reportedly, when pulling the rail suture, a suture break occurred. This occurred with both of the pre-placed proglide sutures. As the patient was on spinal anesthesia the physician decided to do surgical repair to achieve hemostasis giving local anesthesia. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.